Manufacturer narrative:
H6 correction: type of investigation code 10 added.

Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage or leak noted to the device during the inspection prior to use or during preparation of the device, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified and moderately tortuosity anatomy resulted in compromising the balloon material; thus, resulting in the reported material rupture and the reported activation failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated d9 correction: device available for evaluation changed to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 : medical device problem code 2017 - use after damage.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with mild calcification and moderate tortuosity. The patient presented with angina and angiography exhibited stenosis of the vessel. The 2.75x28mm xience sierra stent delivery system (sds) was advanced to the target lesion and the balloon of the sds was inflated twice to 12 atmospheres (atm) and leaking and air bubbles were noted at the proximal end of the balloon. Therefore, the sds was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another xience sierra stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture and the reported activation failure were able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage or leak noted to the device during the inspection prior to use or during preparation of the device, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly calcified and moderately tortuosity anatomy resulted in compromising the balloon material; thus resulting in the reported/noted material rupture and the reported/noted activation failure. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.